Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 30 units. We have received 4 closed and 1 closed sample. Sewing test on artificial skin tissue has been conducted with the closed samples received and fraying does not appear when pulling the thread through the tissue. Visual appearance is the usual one. The thread glided smoothly during the sewing test and did not get stuck. Reviewed the batch manufacturing record, this product had an incidence during the process but the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with premicron suture. The client reported that during a mitral valve repair/exchange, the thread did not glide smoothly through the mechanical valve prostheses and got stuck. The surgeon was able to retrieve the suture without any issues. There was no patient injury. No more information has been provided.